Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mild tortuous and a moderately calcified vessel below the knee. After advancing a 0.014 non-bsc guide wire, a 3mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to dilate the target lesion. However, during 1st inflation at about 6 atmospheres, the balloon ruptured . The procedure was completed with a sterling balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).